Event description:
It was reported that the stent came loose from the stent delivery system (sds) balloon before it reached the site of the perforation. The dislodged stent was compressed to the vessel wall above the perforation. The patient had emergency bypass open heart surgery. No additional event or patient information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.